Event description:
It was reported that the health care professional (hcp) placed a call into technical services (ts) for review of this patient with this implantable cardioverter-defibrillator (ICD) who experienced two separate dual arrhythmias in which shock therapy was appropriately delivered to treat the patient underlying ventricular fibrillation (vf). Two stored episodes were observed, in the first episode, the patient exhibited atrial arrhythmia with irregular ventricular fibrillation. Additionally, low amplitudes were also observed. Anti-tachycardia pacing (atp) therapy was then applied. Further, the ICD delivered a shock, which successfully converted the rhythm. Subsequently, the patient exhibited ventricular fibrillation again in a second episode. Atp was delivered, however, the atp was unable to convert the rhythm. An external shock successfully delivered converted the ventricular fibrillation. The hcp attempted to contact the patient but was unable to reach them. No additional adverse patient effects were reported. The ICD remains in service.